Event description:
On (B)(6) 2009, pt reported she has used her backup infusion device for 2 weeks without any issues with air bubbles. Pt had already gone through troubleshooting, but the infusion device was not replaced at the request of the pt. Pt was now asking for a replacement infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.